Event description:
The customer reportedly obtained results of approx 40-60 mg/dl and 100-200 mg/dl on the compact system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.